Event description:
It was reported that the customer had a sensor error. Customer's blood glucose level was 98 mg/dl. Customer's insertion site and taping technique were reviewed. Customer stated that the alert occurred after initialization. Customer ran a test plug procedure and it passed. Customer stated that she was unable to upload to carelink. Customer will be sent 2 courtesy replacements. Customer stated that she is going back on the sensor because she was hospitalized for diabetic ketoacidosis. Customer proceeded to troubleshoot for high blood glucose levels and hospitalization. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-45475.